Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 409mg/dl with small ketones extreme thirst, extreme urination, and moodiness. During troubleshooting, customer support found the patient had incorrectly programmed the basal and bolus settings, and attributed the bg excursion to user error. The patient was referred to a health care provider for diabetes management, and continues on the pump. This complaint is being reported as the patient experienced hyperglycemia related to use error.